Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the left and right submental area with the coolmini applicator and may have developed paradoxical hyperplasia.

Event description:
A patient reported that she received coolsculpting treatment to the lower abdomen on using the and presented with possible pah.

Manufacturer narrative:
H11:corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00635-00.

Manufacturer narrative:
Corrected data: d1, d8, g1 and h6.